Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that she dropped the insulin pump and had a large crack on the screen. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.